Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the epg had a very short battery life. It was found to power down after thirty minutes with known good batteries installed. It was further noted to power down after six point four eight (6.48) seconds upon ejectment of battery door. The printed circuit board (pcb) was found to be out-of-specification electrically. The hanger assembly and lower case were noted to be broken. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that external pulse generator (epg) had a very short battery life. It was noted that after new batteries were installed, the epg fully drained the batteries within thirty to sixty minutes. The epg was returned for evaluation and subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Additional analysis: component level failure analysis was performed confirmed the printed circuit board was electrically out of specification. The instrument was broken/fractured and the case broken. It was observed that when tested in a golden unit, the epg failed cross pacing tests. It was found that electronic components of the circuit board were non-functional and missing. The components were replaced for testing and the device then passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.